Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that call service alarm [052-0000000] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during the investigation, a review of the black box showed multiple consecutive ¿cs054/cs052/cs012¿ slave communication error alarms. The battery compartment and cap were undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly with no ¿cs52¿ alarm or any error occurring during the investigation. Investigators were unable to duplicate the ¿cs052¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the cgm module.